Event description:
It was reported to philips that geometry movement was unavailable, causing no exposure or fluoroscopy on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).